Event description:
The customer reported that the bedside monitor (g9) missed multiple vtach alarms on a patient. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the bedside monitor (g9) missed multiple vtach alarms on a patient. The customer was not able to provide the incidents dates. The customer will collect the logs and upload them in the dropbox. Technical support (ts) sent the customer the event investigation guides. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the customer reported that the patient had multiple vtach events that did not alarm at the core unit (g9 monitor). No patient harm was reported. Investigation summary: the reported issue of the g9 monitor not alarming for vtach could not be confirmed or duplicated due to lack of required information and material for investigation. As alarms are triggered based on settings configured by the customer based on their needs and requirements, issues relating to missed alarms are likely related to incorrect settings. As the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. The logs that contain data relevant to the event could no longer be used for investigation due to the length of time that has elapsed since the event was reported. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. There is no significant trend regarding the issue. No corrective actions would be performed at this time. Nk will continue to trend and monitor the reported issue. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: 08/02/2022 emailed the customer via microsoft outlook for all information in the ni list: no reply was received. Attempt # 2: 08/09/2022 emailed the customer via microsoft outlook for all information in the ni list: the customer replied by stating; that information is not available.

Event description:
The customer reported that the patient had multiple vtach events that did not alarm at the core unit (g9 monitor). There was no patient injury reported.